Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a failure to alarm for the telemetry device. The device was in use on a patient. There was no patient injury or harm.